Manufacturer narrative:
The insulin pump passed the self test, reset error test and displacement test and powered up properly after battery installation. The insulin pump had operating currents within specification and no battery alarms were noted. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window.

Event description:
It was reported that the customer was in the process of an infusion set and battery change, when he/she received an unexpected restart alarm and a battery out limit alarm. The customer's blood glucose level was 158 mg/dl. While troubleshooting three unexpected restart alarms, two external ram crc error alarms, a battery out limit, and a failed battery test were found in the alarm history. The insulin pump had a crack in the battery compartment. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.